Event description:
It was reported that balloon rupture occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for post dilation. However, during inflation, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient was good post procedure.